Event description:
It was reported that during a cadaver lab the motor device "ran hot". A spare identical device was available for use. No user harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation.  (B)(4) evaluated the device.  The unit was tested and was found to overheat after four minutes. Therefore, the reported condition was duplicated and confirmed.  The assignable root cause was determined to be excessive force during use.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.